Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report(B)(4) on 19nov2025. The report was found to be written against the 60-6085-201 vcare - medium device that was being used during a robotic hysterectomy procedure on approximately (B)(6) 2025. The report stated, ¿uterine manipulator fell apart while being used inside patient's vaginal cavity during a robotic hysterectomy device failed (e.g. Broke, couldn't get it to work or stopped working).¿ further assessment was attempted but to date no information is available. There was no report of injury, however, it is not known if the pieces were removed from the patient. This report is being raised on the reported injury due patient possible retaining a foreign object.

Event description:
This complaint was created due to the receipt of a medwatch report (B)(4) on (B)(6) 2025. The report was found to be written against the 60-6085-201 vcare - medium device that was being used during a robotic hysterectomy procedure on approximately (B)(6) 2025. The report stated, "uterine manipulator fell apart while being used inside patient's vaginal cavity during a robotic hysterectomy device failed (e.g. Broke, couldn't get it to work or stopped working).". Further assessment was attempted but to date no information is available. There was no report of injury, however, it is not known if the pieces were removed from the patient. This report is being raised on the reported injury due patient possible retaining a foreign object

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 4 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 6 forward components to the vcare cervical elevator retractor. 1) intrauterine balloon 2) cervical cup 3) vaginal cup 4) locking assembly 5) thumbscrew 6) heat shrink. We will continue to monitor per regulatory requirements to help ensure patient safety.